Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Based on the information available there is no documentation to show a causal relationship between the event and the cycler set. There is no allegation against any fresenius product and no report of a cycler set leak or deficiency related to this event. Per the pdrn, the patient¿s lack of hygiene and breach in aseptic technique with lack of utilizing a mask was the cause of the peritonitis. This is evidenced by the culture growing streptococcus gordonii, a bacteria commonly found in the oral cavity. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2018. Per the peritoneal dialysis nurse (pdrn), a culture was taken (date unknown) and came back positive for streptococcus gordonii. The cause of the patient¿s peritonitis was said to be the patient's lack of personal hygiene and he failed to wear a mask during treatment. The patient was prescribed and treated with vancomycin (dose, route, duration unknown). The patient had a recent culture done on (B)(6) 2018 which was negative, however antibiotics were continued prophylactically. Per the pdrn, the patient was reported to be recovering. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.